Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 1ml ls 25ga 5/8in chin graphics when the package was open the syringe had a rusty needle. The following information was provided by the initial reporter, translated from (B)(6) to english: open the product packaging and find that the needle is rusty.

Manufacturer narrative:
Investigation summary: photo evaluation: two photos was returned for investigation. From the photos, observed foreign matter on needle. Sample evaluation: one used sample in open packaging was returned for investigation. From the sample, observed foreign matter on needle. A device history record review found no non-conformances associated with this issue during production of this batch. The foreign matter was sent for the scanning electron microscope-energy dispersive x-ray (sem-edx) to determine the foreign matter type. The sem-edx from foreign matter was mainly composed of iron (fe), oxygen (o) compounds, significant amount of chlorine (ci) was also detected. It possible to be iron oxide (likely rusty). It was likely to be a corrosion of the cannula possibly due to the presence of chlorine. The investigation was able to confirm the customer experienced based on the evaluation performed on the returned samples. Conclusion: needle assembly process has been reviewed, there is no presence or any significant amount of chlorine at the machine that can cause the cannula to rust. The machine is enclosed with minimal human intervention and it is unlikely chlorine can get into contact with the cannula. Tubing & cannula (t&c) manufacturing process has been reviewed, the chlorine level is checked on daily basis on ro / soft water and the ppm level is 0.2 ¿ 0.3 ppm which is within the specified range for cannula process. Based on the above investigation, the nonconformance not able to identify any possibility that abnormality from manufacturing line. Hence, the nonconformance likely from external environment.

Event description:
It was reported that before use of the syringe 1ml ls 25ga 5/8in chin graphics when the package was open the syringe had a rusty needle. The following information was provided by the initial reporter, translated from chinese to english: open the product packaging and find that the needle is rusty.